Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal bupivacaine 1 mg/ml at 0.15 mg/day and morphine (unknown) 10 mg/ml at 1.5 mg/day via an implantable pump for failed back surgery syndrome. It was reported that an active motor stall was seen at initial interrogation. The pump status and/or event log report showed motor stall occurred. The patient had not recently had an MRI. There were no reported symptoms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from a manufacturer representative. It was reported that the patient was seen for a surgery consultant for a pump replacement. It was repeated that a motor stall had occurred and that the patient is in a lot of pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient was sent for surgical consult to have the pump replaced. The cause of the motor stall was not yet determined. The patient was being scheduled to have the pump replaced. The patient's weight was unknown. Unsure if the pump was to be returned once it was explanted.